Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: creases are observed. Wear abrasion observed, on the device. Yellow particles were observed, on the shell. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.